Manufacturer narrative:
Pproduct complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: damage visual inspection: the sky variable s-d scw 16mm ti (p/n: 186850016, lot # 235497 was returned and received at us cq. Upon visual inspection, the threads of screw are stripped but the device is not broken which is not consistent with the complaint condition. The screws might have stripped during the explantation procedure. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was not confirmed. The device received is stripped not broken. Hence the allegation cannot be confirmed. Investigation conclusion the complaint condition is not confirmed for the the sky variable s-d scw 16mm ti (p/n: 186850016, lot # 235497). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot the DHR of product code: 186850016 lot : 235497 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 19.03.2019 qty: 129 device history review a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition of broken was confirmed as the image(s) showed several broken screws along the spine. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal surgery for a skyline plate/screws as the screws had fractured. The screws had fractured in the vertebral body and metals was subsequently left in the patient. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported: bone vertigraft cervical trapezoid 5*7mm (part# s18155241049, lot# unknown, quantity 1); bone vertigraft cervical trapezoid 5*7mm (part# s17197051079, lot# unknown, quantity 1); bone vertigraft cervical/trap fd 6*8mm (part# s1816613-1034, lot# unknown, quantity 1). This complaint involves nine (9) devices. This report is for (1) sky variable s-d scw 16mm ti. This report is 3 of 8 for (B)(4).